Event description:
The customer reported that the heartstart mrx defibrillator will only acquire two lead and not 12 lead ECG. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.